Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer experienced high blood glucose. Customer also stated that the insulin pump system underdelivered insulin. No further patient complications were reported. Troubleshooting could not be performed as the customer declined to provide additional information. The device will not be returned for analysis.